Event description:
It was reported to resmed that the audio of an astral device was not functioning and failed to complete its internal self-test. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the pneumatic block revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failed to complete its internal self test was due to contamination of the device pneumatic block. The reported audio not functioning was confirmed. In the prior service in july 2020, the device passed an alarm test and all functional tests. The root cause for buzzer assembly disconnected from main circuit board is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. Visual inspection revealed the buzzer assembly was disconnected from the main circuit board. The buzzer assembly was reconnected to the main circuit board to address the issue. During evaluation, the device failed to complete its internal self test. The pneumatic block sensor circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the audio on an astral device was not functioning. There was no patient harm or a serious injury reported as a result of this incident.